Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump did not deliver right amount of insulin. The customer¿s blood glucose level was unknown. The insulin pump was cracked near to battery compartment. The insulin pump will not be returned for analysis.